Event description:
It was reported that the unit dropped a few inches when coming out of the ambulance. It was also stated that they believed it to be user error. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.